Event description:
(B)(4). Almost immediately after having essure implanted in my tubes, I begin experiencing pain and discomfort. I was told essure would not cause this pain. 3 months after I was implanted I was informed that the right coil was not there. My dr. Said that it must have fallen out but did not verify that it wasn't somewhere else in my body. She said that we could put a new one in, but at this point I was having severe cramping on my left side during ovulation and my menstrual cycle. She said again it wasn't essure, but at that point I didn't agree with her. Each month after that, the pain began to worsen on my left side until I was convinced there was something wrong. I had been experiencing debilitating migraines, inability to lose weight, hair loss, pain during intercourse, and fatigue. In (B)(6) 2014 I went to a new dr and expressed my concerns about essure. She also told me that essure would not be causing my problems even though it was my left side in pain and the left side that still has a coil. After an ultrasound where I was told that my left ovary and side were unusually tender, it still couldn't be essure. She suggested that it was probably something gastric. As the pain continued, I decided to go to my primary dr instead of an obgyn to again express my concerns. I was told at that visit, in (B)(6) 2014, that I was pregnant. My dr immediately sent to the hospital to have an ultrasound completed to ensure it wasn't a tubal pregnancy. It wasn't. I found a new obgyn who was surprised that my original dr did not make sure my right coil wasn't lodged somewhere else and we decided immediately to include a follow-up xray in the hospital after delivery to look for it. We also decided that I would have a tubal ligation immediately after delivery. While my earlier symptoms continued, I did have a relatively healthy pregnancy. I did develop a rash on my stomach that I had never previously had and did wonder if I had developed an allergy to the nickel in the actual coil. My son was born at 36 weeks and 6 days, so about 3 weeks early. The next morning I had a tubal ligation done. After surgery I was in extreme pain on my left side and became extremely sick. After passing out and falling out of my bed to the floor, my dr had an xray completed. It was determined though that and blood work that I had internal bleeding. I had to undergo a second surgery the next morning in which my dr found that my left tube had torn at the base and I had a blood clot the size of a soccer ball in my stomach. While she did not remove the coil from my left side at that time, it is too coincidental that it was that side that tore. She said that she had never seen a tube that tore at the base the way mine did. After delivery, the rash on my stomach continues as well as tenderness and pain on my left side. I have also had extreme migraines where my speech was impaired. My hair is continuing to thin out. My son was born (B)(6) 2015. It's been almost 3 months and I still feel extreme cramping on my left side. I was unable to hold my son for almost 72 hours after surgery because I was in so much pain. Because of this I was unable to breastfeed him as he was already used to formula by the time I was able to try to nurse him.